Manufacturer narrative:
Section d4 has been updated to include lot number: 2008420264. One decontaminated drainage bag was received at the manufacturing site for evaluation with date code 093-d062. The date code indicates that the product was manufactured from lot number 2008420264. The device history record was reviewed for lot number 2008420264 and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the sample, the reported issue was confirmed; the catheter was separated from the connector. A root cause analysis indicated that this issue is associated with the manufacturing process. As part of continuous improvements, a corrective action has been opened to address the reported issue through a more robust investigation. This action is designed to prevent the reoccurrence of the reported condition. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the foley catheter was disconnecting. The tubing becoming disconnected from the bag at the green port site. The clinicians have been using the securement devices and have continued to see the disconnection occur. There was no patient harm reported.